Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you please provide the lot number? Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? Please provide the source or name of person providing answers to follow-up questions: unfortunately, the complaint was made to me well after the incident and that is all the information they provided. It did not contribute to any patient adverse consequences. They did not have the lot number, and I'll need to gather their name as well. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, a suture unraveled after suturing and upon initiating the initial knots. No patient consequences were reported. Additional information was requested.